Manufacturer narrative:
Investigation still pending. Upon investigation closure, a supplemental MDR will be filed. B1 updated to both adverse event and product problem. B2 updated b5 updated with additional information. H1 type of reportable event updated to serious. H6 updated to reflect coding for additional information. Instructions for use as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17510. E4 should have been left blank. G1 reporting contact fax number missing.

Event description:
Additional information received via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of atrial fibrillation with rapid ventricular response (rvr) and underwent direct current cardioversion and the patient returned to normal sinus rhythm. It was also alleged to patient developed bi-lateral limb ischemia, the intervention and patient outcome of limb ischemia was not provided.

Event description:
The complainant reported the 45-year-old male patient was on impella cp support and they had oozing at the access site due to elevated international normalized ratio. Staff monitored. Additionally, while on support, the pump stopped 3 times. The pump was restarted at p2. However, the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the ¿purge pressure high¿ alarm message, could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿